Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. Visual eval noted one of the prongs on coupling head broke off, the remaining were bent. The device met all specifications. The investigation determined that the reamer head coupling could have broken due to mechanical overloading while use.

Event description:
According to the rptr, during the procedure one of the prongs on the tip of the flexible shaft ((B)(4)) broke off. It was found in the set an is unk when or how it occurred. This report is 2 of 2 reports for the same event.